Event description:
It was reported that the pulse generator exhibited a lead impedance measurement anomaly via a merlin.net transmission. The patient was brought into the clinic and interrogation revealed normal lead impedance. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.